Event description:
The customer called to report a motor error alarm during normal use. The customer also received other error alarms. The customer stated that the insulin pump also had a loose drive support disk. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to verify alarms, error alarm or perform error test due to motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.